Event description:
It was reported that the non-sterile battery melted inside the aseptic battery housing while in use. There were no allegations of adverse consequences associated with this event. The procedure was successfully completed with a back up device.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.